Manufacturer narrative:
Conclusion: device used according to labeled indications. Samples have been requested. No samples have been returned to 3m for eval, receipt of samples pending. Based on the info reported, the device was used according to the labeled indications. Review of the batch record for cat 1658, lot 2009-12 ac, indicated all manufacturing records are consistent with documented procedures. All quality test results conform to specifications.

Event description:
An elderly female pt, compromised, with fair skin, had a line inserted 2008. Chg was applied on the same day. Three days later, the pt developed red, ulcerated and macerated area under the chg. The line was removed the following month, and a PICC inserted. Follow-up the area was drying and started to heal. Pt expired. Facility reported that death was related to lung problems and unrelated to chg or sepsis. Facility cultured the affected skin and the results were negative. Follow up with the facility in the same month, indicated that the pt had pleural effusion (fluid in lungs), decubitus, and had peg (percutaneous endoscopic gastroscopy tube.